Event description:
Noise can be seen on the rv and ff channels on an iegm recorded on (B)(6) 2025. Pacing impedance is consistent and within normal range. Shock impedance was 50 ohms on (B)(6) 2025 and has decreased to 41 ohms on (B)(6) 2025. The shock impedance had trended around 69 ohms in the old device prior to generator change on (B)(6) 2025. The short rv interval counter has also incremented since implant. Noise could not be reproduced in person. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.